Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The skin irritation was described as raw skin that was bleeding under the back ECG electrode. The patient was advised by her doctor to use neosporin and to keep the area covered with a bandage. There is no alleged device malfunction. Follow up was completed and the skin irritation was improved. The patient discontinued use of the lifevest.